Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of keep getting low leak ensure mask and tube are connected properly without obstruction and shuts off then reboots turns and same as. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected, and device doesn't reproduced complaint. The technician confirmed pc with electrical damage. During the evaluation, no secondary findings was observed. There was one error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.